Event description:
Complainant alleged that while monitoring a pt (age & gender unk) the device toggled between pacer and defib mode and then shut down inappropriately. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.